Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated during evaluation of the infusion device, it was found the buttons do not function correctly. No adverse event was reported in relation to this complaint. Additional information will be submitted when the evaluation is complete.